Event description:
During the index procedure the patient had a 3.0 x 15 mm endeavor sprint rx drug-eluting stent and a 3.0 x 18 mm endeavor sprint rx drug-eluting stent implanted, overlapping, in the mid rca. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow-up. Approximately (B)(6) post index procedure the patient suffered a spontaneous gi bleed. The investigator assessed that the event was not related to the study stent or to the study procedure. Patient was asymptomatic / free of symptoms at 1 year, 1.5 year, 2 year and 2.5 year follow-up. At 3 year follow-up patient had cardiac status of stable angina. (Ref MFR # 9612164-2011-01507 and 9612164-2011-01508).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (haemorrhage). (B)(4).